Event description:
Additional information please confirm, was there any user or patient impact? If yes, please describe. No date of event: 09/07/2025.

Manufacturer narrative:
Follow up MDR for correction: see b tab. E and f code updated date of event: 07/09/2025.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: leakage. Event details: during the preparation of chemotherapy bags, a leakage was detected at the joint of a plastipak luer-lock 50ml syringe (ref: 300865 and batch: 2502117) while it was being filled with saline solution. (Ref: 300865 and batch: 2502117). Response received: please check where the leakage occurs: the leakage has occurred at the plunger seal. Saline has passed behind the seal. Please confirm whether the device has been damaged. If so, where? No.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was thoroughly inspected, no evidence of a leakage could be identified, there was no damage observed on the syringes or any components that could contribute to a leak, and all stoppers were verified to be properly assembled on the plunger. A device history review was performed for reported lot 2502117, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the returned syringe, the product was verified to meet required specification and no leakages were observed. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.